Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Patient presented in the hospital for a device upgrade. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Plans were made to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.